Event description:
It was reported that there was a disconnection at the titanium adaptor and transfer set. There was patient involvement; however there was no injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The photo of the sample has been received by baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4) - there was patient involvement.a photographic image was provided for evaluation. Examination of the photograph revealed no device malfunction.